Event description:
It was reported that balloon rupture occurred. The target lesion was located in occluded coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out and removed from the patient. The procedure was completed using alternative method. No patient complications were reported.

Manufacturer narrative:
(B)(6) 2022 was used since event date is not provided.

Manufacturer narrative:
B3 date of event: 08/01/2022 was used since event date is not provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole 13mm from the tip of the device. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in occluded coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out and removed from the patient. The procedure was completed using alternative method. No patient complications were reported.